Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05641. (B)(6). It was reported that restenosis and angina occurred. In (B)(6) 2012, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a de novo lesion located from proximal left anterior descending (lad) artery to mid lad artery with 90% stenosis and was 36 mm long with a reference vessel diameter of 3.50 mm. The target lesion was treated with pre-dilatation and placement of a 2.50mm x 20mm and 3.50mm x 16mm promus element¿ plus drug eluting stents. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and prasugrel. The site has reported unstable angina as non-serious event with onset of (B)(6) 2015. Angiography without revascularization was performed which revealed restenosis of the target vessel. In (B)(6) 2015, the event of restenosis was considered resolved.